Event description:
Prior to the operation, a scrub tech tested a drill bit at a higher rpm than its maximum rpm and the drill bit broke off. The health care team was informed of the maximum rpm and instructed to reduce the setting prior to the event. A broken piece from the drill bit caused a cut above the eyebrow of the scrub tech. Per facility protocol, she was seen at the ER.

Manufacturer narrative:
The device was optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed a tensile crack due to mechanical overload. Further observation determined there were no indications of material or manufacturing defects discovered. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation conclude that the root cause for breakage was due to mechanical overload on the device. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.